Manufacturer narrative:
Samples are collected in a 4.9 ml lihep plasma tubes and centrifuged for 10 minutes at 3500 to 4000 rpm at room temperature. Per customer supplied data, qc was performing within the customer's established ranges prior to and after the event. Current system check data has not been supplied to date. Per the customer, all accutni results are run in duplicate. A field service engineer (fse) was dispatched on (B)(4) 2011 for this event. The fse discovered that the tubing between the dispense probe and the aspirate probe had been crossed over each other. The fse noted that the crossed tubing prevented the probes from fully extending downward into rvs as the wash arm lowers. The fse replaced all aspirate probes and cleaned the dispense probes. The fse also verified pipettor alignments and ultrasonics. The fse then performed multiple system checks and verified low level accutni precision by running 10 replicates of low level accutni qc which all passed within specifications. User error is the root cause of this event.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining erroneously elevated accutni (troponin) results within the risk stratification range for two (2) patients that were generated by the unicel dxc 600i access immunoassay system. The erroneous results were reported out of the laboratory; however, upon repeat analysis of the samples gave lower results and still within the risk stratification range for both patients. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.